Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isnt legal. Patient was revised for a loose cup that had spun out. The cup and screw are being reported.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Medical records were received and reviewed, it was stated it is unlikely that the complaint is device related with given information. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
UDI:(B)(4)

Event description:
Ppf alleges loosening of the cup and fracture bone after first revision. The bone screw that was reported in the etq was change to articuleze head and the cup product code and lot number were updated. Added liner to the ip due to the report in the operative note that it was removed during revision. The unknown hip implant was also added to ip due to the ppf allegation of bone fracture since unknown bone was fractured. Added hospital name and law firm in the facility name and updated the associated contact. The first revision was captured under (B)(4).